Event description:
Echelon flex 60 stapler with 60 black load froze prior to firing and was unable to fire the first shot. Surgeon had to switch the staple line and a brand new stapler was used to initiate the resection. There was no patient injury. The device malfunction was most notably secondary to the thickness of the patient's abdomen.what was the original intended procedure?lap sleeve gastrectomy.device #1is this a laboratory device or laboratory test?no.